Event description:
It was reported the patient was having a lot of problems and she wanted her device checked. The patient was having problems with the placement of the device. It was also reported the patient¿s device was not working at all, her body was not functioning right and she could not walk. The patient had been having problems ever since a replacement; she had been getting worse and worse since her new implant and she knew her physician made a mistake. Additional information received from the patient¿s physician reported there was no event. It was noted the lead/extension bothered the patient. Normal impedances were noted. The patient did not require hospitalization due to the event. It was reported the patient was frustrated because of progressive nature of disease. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3389-40, lot# j0546518v, implanted: (B)(6) 2006, product type lead; product ID 3389-40, lot# j0537708v, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 64002, lot# n341748, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).